Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts from the distal half of the stent were damaged and stretched over the tip of the device. This type of damage is consistent with the stent encountering resistance during withdrawal of the device. The ro markerbands and the tip profile were examined and there were no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jul-2015. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left anterior descending artery (lad). Following predilation with a 2.5mmx15mm balloon catheter, a 38 x 3.00 promus premier¿ stent was advanced but failed to cross the lesion. After several attempts, the physician abandoned the case and sent the patient for coronary artery bypass grafting (CABG). No patient complications were reported and the patient¿s status was good. However, returned device analysis revealed stent damage.